Event description:
It was reported that during boot up, an error occured during initialization. Error code: 40000000000. The error did not appear upon reboot.

Manufacturer narrative:
The device was being used during treatment and was not returned for evaluation. There was no serial number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has not been established. A factor that could have caused the reported event was that the system was incorrectly booted up. However, without the device for evaluation, the reported event cannot be confirmed. Therefore, the root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. If the device is returned for evaluation, the complaint will be re-investigated at that time.